Event description:
It was reported while using bd gem nv bld 15dp w/180 fltr leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when did the incident occur? (B)(6) 2022 at completion of blood transfusion, dry blood noted to be near the drip chamber.

Manufacturer narrative:
Initial reporter facility name: hospital of the university of pennsylvania - cedar avenue (fka mercy catholic me). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd gem nv bld 15dp w/180 fltr leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when did the incident occur? 8/13/2022 at completion of blood transfusion, dry blood noted to be near the drip chamber.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing leaking below the pump chamber could not be verified due to the product not being returned for failure investigation. Device history record review for model 10015414 lot number 21086332 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.